Manufacturer narrative:
Correction: product event summary: a review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Additional products: controller 2.0, con312886, FDA results code(s): 213, FDA conclusion code(s): 67. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0. Controller 2.0 / (B)(4) / model #: 1420 / expiration date: unk, UDI#: asku, mfg date: unk. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post ventricular assist device (vad) implant, the controller exhibited 2 electrical fault alarms and 8 reactivation events occurred. The driveline connector and controller were inspected for possible contamination; no issues were observed. Since the last motor start, there have been no further electrical faults or reactivation events logged. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: hvad pump (B)(4) and controller (B)(4) were not returned for evaluation. The reported "electrical fault and reactivation" event was confirmed through log file analysis. Multiple reactivation events were logged on (B)(6), 2018, with the first at 15:06:45 and the last at 15:10:45. The reactivation events were due to an attempt to reactivate the stator. The reactivation events were immediately followed by electrical fault alarms, at 15:06:49 and 15:10:52, due to an open phase on the front stator. Of note, it was reported by the site that the driveline connector and controller were inspected for possible contamination with no issues observed. Based on the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. A possible root cause of the electrical fault/reactivation event can be attributed to an intermittent connection between the driveline connector and the controller. Additional products: controller (B)(4). D4 expiration date: unk UDI#: (B)(4). D10: no h3: yes h4: mfg date: unk h6 FDA method code(s): 3372 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 92 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.